Event description:
A talent abdominal stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm as part of a clinical study. At the time of explant, the patient was diagnosed with dilating aortic neck to 39mm and type 1 endoleak. The talent abdominal stent graft was explanted from a patient. The patient expired one day following the explant procedure. The explanted stent graft was discarded by the user facility. No additional information was provided.

Manufacturer narrative:
Evaluation codes, results: other (death). Conclusions: (dilated aortic neck, type 1 endoleak). Other (not enough information provided).